Event description:
On (B)(4) 2014, a captiflex medium oval snare was returned to the boston scientific corporation distribution center. This device did not correspond to an existing complaint; therefore, a complaint was opened. Upon receipt at the complaint investigation site, it was noted that the device had a detached flare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2014, a captiflex medium oval snare was returned to the boston scientific corporation distribution center. This device did not correspond to an existing complaint; therefore, a complaint was opened. Upon receipt at the complaint investigation site, it was noted that the device had a detached flare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found the flare detached. Additionally, the catheter and the wire near the handle were kinked. The catheter showed evidence from the flare process, indicating that the catheter was initially attached to the handle. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kink found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Manufacturer narrative:
The event of working length detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.